Manufacturer narrative:
This report is being submitted as part of the remediation for (B)(4).

Event description:
The customer reported the battery was bad. After running the unit on external battery for approx. 35 minutes, the battery began to smell. No patient involvement.